Event description:
It has been reported by an independent repair center that there were no lights on the pc board of a (B)(4) concentrator. The key failure was a screw for the pc board fell out and needed to be replaced.